Manufacturer narrative:
The reported event that the tracker was wobbly when it was attached to the ortholock was duplicated by the service technician. During the functional inspection, the adapter interface was found to be loose and did not provide a solid fitting when engaged to a test pin. Possible root causes of the reported event include excessive torsional and/or impact loading during use.

Event description:
It was reported that during a procedure the ngenius tracker was moving, signaling a potential for inaccuracy. The procedure was completed successfully without a delay; no adverse consequences and no medical interventions were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure the ngenius tracker was moving, signaling a potential for inaccuracy. The procedure was completed successfully without a delay; no adverse consequences and no medical interventions were reported with this event.